Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2015. The patient reported obtaining a blood glucose reading of ¿499mg/dl¿ on the subject meter and ¿600mg/dl¿ on a laboratory device. The patient could not recall how much time passed between these two reported tests. The patient manages their diabetes with a combination of medication, including medication for high blood pressure and cholesterol. The patient denied making any changes to their usual diabetes management regimen in response to the alleged inaccuracy. The patient denied developing any symptoms but reported visiting the emergency room on an unknown date. The patient reported receiving treatment of ¿IV fluids¿ but did not provide further details of the treatment received. The patient denied testing on any other device at this time. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because, the patient received treatment from an hcp for an acute complication of diabetes. Although the details of the timing of the events are unclear, this injury may have occurred after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.